Manufacturer narrative:
(B)(4). Date sent: 1/5/2022. D4: batch # 339a85. Investigation summary: a photo along with the device was returned for evaluation. This is an analysis for three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a gold reload inside of the sterile package, in addition the package was noted with no apparent damage. Based on the pictures provided the event described cannot be confirmed, however, no conclusion or root cause could be determined. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. According to the information received the gst45d reload, packaging integrity. The product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst45d reload was returned with no apparent damage. In addition, the tyvek was returned along with the reload. Upon visual inspection of the tyvek, no damaged was noted to be on it. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event could not be confirmed as no damage was noted on the tyvek.

Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: this is an analysis for three photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show a gold reload inside of the sterile package, in addition the package was noted with no apparent damage. Based on the pictures provided the event described cannot be confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
Damaged packaging. It was reported that during the surgery, before used on the patient, noted the packing was damaged (as the photo shows.) Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.